Event description:
It was reported that the insulin pump turned off. Troubleshooting was not performed because the device was not available at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken battery tube wire.